Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient's hearing performance with the device worsened over time. Reportedly during device removal, it was revealed that the electrode array migrated partially out of cochlea, only five electrodes were found inserted inside the cochlea at explantation. During implantation surgery only nine electrode channels could be inserted. Therefore, the reported decrease in hearing performance is caused by an insufficient number of electrodes available for stimulation. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The electrode lead was only partially inserted at implantation. Only channels 1 to 9 were available and in use. The auditory response from basal channels was reportedly disappearing overtime and electrode migration was suspected. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The electrode lead was only partially inserted at implantation. Only channels 1 to 9 were available and in use. Reportedly, x-ray images performed in autumn showed only 6 to 7 channels inside the cochlea. At the time of explantation only 5 channels were in use and testing showed that there was not much benefit from the device. The user was re-implanted on the (B)(6) 2020.